Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported slda appears to be related to patient morphology/pathology (restricted posterior leaflet and dilated annulus). The reported worsening mr was due to the slda. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to initially filed medwatch, the following additional information was received: an additional mitraclip procedure was performed on (B)(6) 2018. It was confirmed that only the first implanted mitraclip ((B)(4)) was detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was still attached to both leaflets. Two additional clips were implanted, reducing the mitral regurgitation (mr) to 3-4. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip delivery system is being filed under a separate medwatch report.

Event description:
This is being filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, one clip on the medial aspect of a2/p2, and the second clip towards the posterior-medial commissure. The mr was reduced to 2. On (B)(6) 2018, it was found that both clips had detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment / slda). The mr increased to 4. An additional intervention is being considered. No additional information was provided.